Event description:
A brand new insulin pump was reported as not turning on after being on the charger for three hours, with only occasional red flashes near the top button. The customer's blood glucose level at the time of the event was reported as 6.8 mmol/l. The customer was informed the pump needed replacement, and a backup insulin pump was provided to ensure continuous insulin delivery.